Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: a review of the black box data and alarm history revealed call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) during the rewind step. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted cs 087 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.